Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) and sterile lot record reviews were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
Following an uneventful novasure endometrial ablation on (B)(6) 2012, the pt returned (B)(6) hours later and was admitted with "excruciating lower abdominal [pain]". She had no fever and an abdominal x-ray was unremarkable. She was treated with augmentin (amoxicillin and clavulanate potassium). On (B)(6) 2012, a computed tomography (CT) scan was done and on (B)(6) 2012, a magnetic resonance imaging (MRI) was done. The MRI showed "evidence of inflammation on the left pelvic side wall". She remained afebrile throughout, though her "crp [c-reactive protein blood] level rose significantly". The pain continued to be episodic, "suggesting that the uterine cavity was trying to expel some debris". On (B)(6) 2012, a diagnostic hysteroscopy and laparoscopy were done which "only showed an inflammatory response around the uterus and left fallopian tube". "A suction curettage was done and sent for microbiological culture. This returned with a heavy growth of enterococcus species, a heavy growth of streptococcus gallolyticus, and a moderate growth of group b streptococcus". These organisms were found to be "sensitive to ampicillin/amoxicillin, the antibiotic which she received". She improved and was discharged home on (B)(6) 2012, with oral antibiotics.